Event description:
It was reported that during an aneurysm coiling procedure, three coils were placed without any issue. Upon placement of the fourth coil, it prematurely detached at the detachment zone. The coil migrated within the vessel to the middle cerebral artery (mca) and the physician was able to retrieve the coil with a self-made device by making a "circle with the delivery wire by a kind of glue". Angiography was performed after the coil retrieval and a thrombus was noted in the left mca, distal to the aneurysm. The physician treated the thrombus with tpa and upon completion of the tpa treatment, the pt fell into a coma. Approx six hours post-procedure, the pt experienced an intercranial hemorrhage and subsequently expired. The physician indicated that the aneurysm was ruptured before the procedure, but feels that the intracranial hemorrhage could have been caused by the tpa treatment.